Event description:
It was reported that during a customer call, the user announced a meal as ¿more¿ in an attempt to correct elevated blood glucose while using an ilet system, which constitutes use of a meal announcement as a correction and reflects an improper method related to user interface interaction; there were no alerts or alarms. Symptoms included hyperglycemia and increased urinary frequency. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to failure to follow instructions for meal announcements, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.